Event description:
On 11/28/94, removal of implanted device was performed. Pt gives history of bilateral silicone breast implants performed in 1976. Recent screening mammogram showed possible leakage in lt breast implant.